Manufacturer narrative:
(B)(4). The customer report of cracked luer hub was confirmed upon visual inspection of the customer supplied photos. Visual analysis revealed that both the arterial and venous luer hubs were cracked. The appearance of the cracking was consistent with damage due to overtightening on the hubs during use. A device history record review was performed, and no relevant findings were identified. The root cause for this event was determined to be unintentional use error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the luer hub has a crack which was found during use on the patient." The patient was reported as fine.

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. One photo shows a cracked arterial, while the other photo shows a cracked venous hub. The customer also returned one connector assembly for analysis. The compression fitting and green sleeve were located over the threads of the connector assembly. Signs of use were observed. Visual analysis revealed the red arterial luer hub contained a crack. Stress marks were also noted around the threads. Microscopic examination confirmed the damage. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. No defects or anomalies were observed on the blue venous luer hub or any of the other components. The returned sample was compared to the sample pictured in the customer photos. The photo showing the crack on the arterial hub appears to match the returned sample. As no cracking/damage was observed on the venous hub, the circumstances on why the second photo shows a cracked venous hub cannot be verified. Both luer connections were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube". A lab inventory syringe filled with water was used to flush each extension line. When flushing the arterial line, water was observed leaking from the crack. No leaks were observed when flushing the venous line. A device history record review was performed, and a finding was identified. It was determined that the finding was not relevant to this investigation. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the red arterial luer hub contained a crack and damage consistent with overtightening or repeated tightening of the hubs. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the luer hub has a crack which was found during use on the patient." The patient was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "20 mar 2024, the luer hub has a crack which was found during use on the patient." The patient was reported as fine.